Event description:
It was reported to philips that x-rays were not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the diagnostic procedure was completed successfully when the issue was discovered. The philips remote service engineer (rse) examined the system remotely and confirmed that the review screen was in and out during a procedure and after reboot the x-ray system was switched off. The rse reviewed the logs and identified a malfunction in the suite pc. The fse visited onsite and attempted to reload the system software on the suite pc twice, but the pc did not accept the reload. Upon functional testing, the fse found that the system software failed to boot correctly, which made live x-ray, reference, and review functions unavailable. To resolve the reported issue the fse replaced the suite pc. After suite pc replacement the fse determined that the review video was also intermittent because of the defective display converter from suite pc going to b cabinet. So, the fse replaced the video converter as well. The cause of the suite pc and video converter failure could not be conclusively determined by the supplier's part analysis however, the replacement of the suite pc and video converter by the fse resolved the reported issue and restored the functionality of the system. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.